Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 154 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and also confirmed manual injections are available.